Event description:
Patient had an operation on his/her finger some years ago. Doctor recently performed an operation to remove the screw, since the fracture was healed. During the operation, discovered the screw was broken, a fragment has remained in the patient's finger.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up reort will be sent. The user facility is foreign; therefore, a facility medwatch report will not be available.